Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Additionally, the customer did not observe drops of insulin from the patient line. Blood glucose was 150-160 mg/dl. Troubleshooting could not be performed as the customer already changed all supplies and resumed insulin delivery.